Event description:
Handle portion of device outside of pt snapped off while the bag portion on the device was inside the patient. All parts of device were removed from patient and a new device was opened and used.